Event description:
According to the reporter, intraoperatively, when suturing, the needle broke. Another suture was used to resolve the issue in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.